Event description:
Surgical case: right shoulder open reduction. During surgical case, patient in beach chair position, beach chair malfunctioned: changing the patient¿s position from sitting upright to laying without intention of the surgical team. Surgery was completed as planned.